Event description:
The pt reported being hospitalized due to elevated blood glucose of 700 mg/dl. The cannula of the infusion set was bent. No further info is available. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.